Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the device had cover joint and ultrasonic connector sticky due to water leakage. There was no patient involvement.